Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. We were unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test due to blank display. The insulin pump was received with minor scratched display window, cracked at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump did not power on after inserting the battery. The insulin pump's battery compartment was corroded. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.